Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endoscopic removal of gallstone, the subject device was used. The subject device could not be removed from the patient body. The user used bml handle(maj-441) to remove the device. The operating wire of the device was broken off. The user used the emergency lithotriptor and could remove the device since the basket wire was broken off. As a result, some stones could not be removed and the procedure ended. There was no patient injury reported. On (B)(6) 2020, olympus medical systems corp. (Omsc) found that the tip part near the basket wire was partially missing. This is the report regarding the missing of the tip part.

Manufacturer narrative:
This is a supplemental report to provide additional information. Other than the operation parts of the subject, device were returned to olympus medical systems corp. (Omsc) for evaluation. Around the tip of the basket, the wire was broken off. Around the tip of the basket, the pipe was partially missing. The operation pipe broke off. As a measurement result of the outer diameter of the operation pipe, there was no abnormality. The angle of the loop at the proximal side of the center wire is large. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Omsc presumes that the subject device could not be removed, due to the size of the calculus. It is probable that the fracture of the operation pipe and basket wire was caused by the application of a force greater than the strength of the product during crushing. The above device handling has warned in the instruction manual.